Event description:
It was reported that the ez45b and zr45b was used during a laparoscopic assisted thoracic surgery procedure. It was reported by the affiliate that the staples malformed in the middle of staple line. The surgeon used overstitches to close the tissue. Two zr45b cartridges will be returning also. There was no consequence to the pt. 4/24/1998 this was received at msi and sent to co for clarification.